Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, clip delivery system. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional clip delivery system is being filed under a separate medwatch report.

Event description:
This is filed to report that the first clip moved after deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. There was prolapse and flailing of the posterior leaflet. The first clip (60920u128) was advanced and deployed without any difficulty. The second clip (60920u132) was advanced; however, there was difficulty grasping the leaflets which resulted in the clip becoming caught in the chordae, tearing the chordae. After the grasping attempt, the clip released from the chordae. The first clip placed began to move a lot more; however, the second clip was repositioned and able to be deployed successfully on the leaflets. Two clips were deployed and the final mr was 2-3. The patient was stable post procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported clip movement on the leaflets (failure to adhere or bond) appears to be related to procedural conditions and due to the torn chordae while grasping with the second clip. There is no indication of a product quality issue with respect to manufacture, design or labeling.